Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical affairs specialist contacted the pt to obtain and verify info; however, was unable to reach her by telephone. The smas sent a letter requesting the pt contact medical affairs. On three days earlier, the pt obtained a 'high' pre-dinner blood glucose reading on the reported meter; she did not specify the exact result. Based on this reading, the pt took an increased dose of humalog insulin. One hr after dinner, the pt experienced the symptoms of sweating, shaking and weakness. While symptomatic, the pt tested her blood glucose level and obtained the reading of 104 mg/dl on the reported meter. Five minutes later, the pt obtained a blood glucose result of 49 mg/dl, using a backup meter. The pt administered self-treatment by consuming glucose tablets. She did not seek any medical attention. The pt takes humalog 50/50 insulin 12 units twice per day. It would have ben helpful to determine the specific result obtained that was 'high', the increased dose of insulin taken, her expected readings, the readings obtained prior to this event, and if the pt routinely adjusts her insulin doses based on meter readings. The customer care advocate determined during the troubleshooting telephone call that the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code #. Quality control testing was performed during the call with failing results. The meter, test strips and control solution were replaced. The pt claimed she became hypoglycemic after taking increased dose of insulin based on her meter reading. The pt rec'd treatment with glucose to resolve her symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject prods for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.